Event description:
It was reported that during implant of the atrial lead, poor sensing and threshold values were observed. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal lead characteristics.